Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station keeps clicking but doesn't unlock and unable to recover. A field service engineer (fse) found that auxiliary drawer 7.2 was triple-clicking and not opening. After removing the back panel, the hard stop spring was found broken, so the fse replaced the hard stop. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary kept clicking and did not lock, unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.